Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for on the clavicle with the wire. The surgeon requested a low-profile metaphyseal screw, but it was explained that this had not been arranged due to the implant rental fee by the sales rep. Instead, the wire was introduced by the sales rep and used. It was explained that compression occurs when the ball comes into contact with the plate, but the surgeon tried to insert the compression wire after the ball had hit the plate, and the wire above the ball broke. As the ball was threaded and could not be pulled out, the hospital own removal forceps were used to grasp the ball and turn it to remove it. The surgery was completed successfully within 30mins of delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the compr wire¸1.6 l150/15 was broken from the joint between the shaft and the ball. In addition the shaft was slightly bent from the middle. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. According to the surgical technique variable angle lcp forefoot/midfoot system 2.4/2.7 stg . The following precautions are mentioned: precaution: to minimize stripping of the bone threads, slow the insertion once the sphere of the wire gets close to the plate. Slowly control the insertion to achieve good compression of the wire to the plate and to the bone. At this point, there should be sufficient amount of force holding the plate to the bone. For the select plates in the system with a compression slot, insert the second compression wire into the far side of the slot. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the compr wire¸1.6 l150/15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part: 03.211.415.01-15; lot: 33171p8; manufacturing site: balsthal; release to warehouse: 23-oct-2024. A DHR evaluation was performed for the finished device article # 03.211.415.01-15 lot # 33171p8, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.